Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was having ¿electrical shocks¿ and was nowhere near the programmer. The patient reported that they were increasing stimulation when they started to feel the ¿electric shocks¿. The patient stated that the day of the report was the first time they had used the programmer since they had replaced the batteries in january. The patient synced with the programmer and decreased stimulation where they confirmed it was comfortable. The patient was redirected to their healthcare provider to discuss when they should change programs. It was noted that the patient had an appointment the week after the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the issue with shocking had resolved and that they have had 3 consults with the staff and have an appointment with (B)(6) this week. No further complications were reported. (B)(4).